Event description:
It was reported that the patient with right atrial (ra) lead experienced diaphragmatic stimulation. This ra lead was explanted three months ago and no ra replacement. No additional adverse patient effects were reported.